Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported no note or work order. Replaced both iui connectors, performed 2 pm's to verify operation, passed all tests. There was no allegation of patient injury.